Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter information cannot be read by the pump. Customer's blood glucose was 46 mg/dl at the time of incident. Customer also indicated that the b keypad button does not work and is unable to bolus. Customer treated with insulin. Customer indicated that they may have accidentally over delivered the insulin from their pump which led to the low blood glucose. Troubleshooting advised customer about the meter settings and transferred the call to bayer for further assistance. There was no further information provided by the customer or troubleshooting and no further low blood glucose troubleshooting was performed.